Event description:
Dr reported that an abutment broke in function.

Manufacturer narrative:
No observable defects could be found with the component itself. Accurate measurements could not be due to the modifications, made by the dr., to the component. A review of the lot history of the subject product could not be completed since the lot number was unavailable from the dr.'s office.